Manufacturer narrative:
(B)(4). Investigation results: the returned speedband superview super 7 ligator head was analyzed. The device handle was not returned for evaluation. A visual evaluation noted that the ligator housing teeth were bent and broken, and the elastic bands were overlapped and torn. Additionally, the suture was broken. No other issues with the device were noted. The reported event of failure to deploy bands was confirmed; however, the reported event of handle won't turn could not be confirmed since the handle assembly was not returned. Based on the evaluation of the returned device, the damage to the ligator teeth, suture, and bands was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. This is evidence that the component was submitted to tension forces that resulted in the ligator teeth bending and the elastic bands tearing. Once the ligator head teeth are damaged, the suture can be broken and detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands did not fire correctly and the handle would stop turning. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.